Event description:
The graft was placed as an exillo-femoral bypass. Four days postoperatively, a graft disruption was detected, not at the vessel-to-graft anastomosis. Sixteen days later, the pt expired.